Event description:
It was reported during an unknown procedure that the clips would not advance. For the two devices, only a clip or two was released. They used another like device. There was no adverse patient consequence.

Manufacturer narrative:
Date sent: 10/23/2007. Instrument a & c: instrument b: batch # c9d37x, expiration date: 10/28/2011; 11/28/2006; instrument c: batch # d9da9d; expiration date: 01/08/2012; 02/08/2007. Evaluation summary: the mcm30 instrument a was returned with the cartridge cover cracked. The instrument was returned empty and locked out. No conclusion could be reached as to what may have caused the cartridge cover condition nor the reported event. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The analysis results confirmed that the mcm30 instrument b was returned with the feeder shoe adhered to the firing mechanism with dried body fluids. The instrument would not properly feed the clip into the jaws due to the feeder shoe condition. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The mcm30 instrument c was returned with the cartridge cover broken off. The instrument was cycled and ejected the remaining clips due to the cartridge cover condition. No conclusion could be reached as to what may have caused the cartridge cover condition. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.